Event description:
Dr. Was performing the case anterior cervical discectomy c5-c7 fusion, allograft, instrumentation, corpectomies. During the case, a medtronic cornerstone cage was being inserted into the patient, and broke into pieces. All pieces were recovered and taken off to side of the surgical field. Pieces were bagged and given to biomed for analysis. The parts involved that were opened to the field are: 1.) Cornerstone psr lateral ports 11x14x14 mm. 2.) Verte-stack spinal system cornerstone psr center strut. 3.) Medtronic end cap 10mm x 14mm x 14mm. Operating room managers were notified.